Event description:
An optometrist reported a patient with trace (dlk) diffuse lamellar keratitis at the one day post bilateral lasik visit. The steroid drop was increased. The dlk has cleared and the steroid drop has been stopped. There are two medical device reports associated with this event. This report reverences the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).